Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2023, and computed tomography angiography (cta) was done that showed possible outflow graft thrombus. There were no power elevations reported however the flows were noted to have decreased slightly from the baseline. Log files were submitted for review and captured a few lower flow events on 15nov2023, 22nov2023, and 23nov2023 that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. Outflow graft thrombus was not able to be confirmed as the patient was unable to have a cta with three-dimensional (3d) reconstruction done due to recent multiple doses of contrast. It was decided that all further investigations would be postponed as the patient had no symptoms, and did not have any changes to pump parameters, vital signs or laboratory results. There was no treatment performed and the patient was stable at home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected outflow graft thrombus could not be confirmed through this evaluation as no images were submitted and the device remains in use. A specific cause for the reported event could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas, including device thrombosis. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.